Event description:
The pt received his scs system, including an ipg, on (B)(6) 2007. It was reported the pt can no longer establish telemetry between his ipg and charging system. A new charging system was sent to the pt. Follow up on the pt found that he has received the new charging system but has not yet attempted to recharge his ipg. According to the MFR's device registration system, the ipg remains implanted. No add'l info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.